Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "caller asking if there is an occlusion on one lumen of a PICC line, should tpa be used in both lumens of the PICC line." Response "explained that the tip of a dual lumen PICC or triple lumen PICC terminate at the same location. Fibrin buildup on one lumen is likely to build up on the other lumen(s) along with reflux of blood during flushing."